Manufacturer narrative:
The customer noticed di water reservoir empty error, but the di water reservoir was overflowing. Field service engineer (fse) replaced di water float switch. No further leaking complaint was filed as of (B)(4) 2011. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak from unicel dxc 600 pro synchron clinical system. The customer cleaned the leak wearing ppe, but the leak was noticed on the floor again on the following day. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.